Event description:
It was reported that the patient underwent a single-level tlif at l5/s1 using a peek vertebral body device, allograft and rhbmp-2/acs. Approximately 2.5 months post-op the vertebral body device was noted to have backed out at the annulotomy site, and was explanted.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation is in process. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.